Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to resolve occlusion. Customer's blood glucose (bg) was elevated and a correction bolus was delivered to address bg.